Event description:
It was reported that as the surgeon was performing a slap repair, she hit the back of the inserter and it would not advance the implant. It was reported that either the eyelet fractured causing the sutures to let go, or the implant became stuck on the driver causing the eyelet to stay in the bone. The surgeon re-drilled and inserted another implant next to the eyelet that was retained in the bone. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the distal implant (laser line) is flush with the surface of the pilot hole. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is received and relevant info is obtained from the evaluation, a f/u report will be submitted.